Manufacturer narrative:
Serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while on their mobile power unit (mpu) the patient felt an electric jolt from their system controller. Their spouse also felt it through the system controller the night before. There were no alarms associated with the event. The patient was doing electrical tests on themselves and thought that the electrical voltage was leaking and the ac to dc power was not working properly. Technical services reviewed the log file and did not find any unusual events. The relative state of charge (rsoc) and supply voltages on both the mpu and batteries were with normal parameters. The patient had their mpu exchanged. On (B)(6) 2022 that the patient's caregiver reported feeling a shock from the patient's system controller. A photo of the system controller was sent in and showed exposed "metal areas". The team encouraged the patient to come in for log file analysis, and discuss a potential system controller exchange and electrostatic discharge (esd) education. At that time the patient was unwilling to come in. Related MFR # for the mpu in use: 2916596-2022-00187

Manufacturer narrative:
Serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while on their mobile power unit (mpu) the patient felt an electric jolt from their system controller. Their spouse also felt it through the system controller the night before. There were no alarms associated with the event. The patient was doing electrical tests on themselves and thought that the electrical voltage was leaking and the ac to dc power was not working properly. Technical services reviewed the log file and did not find any unusual events. The relative state of charge (rsoc) and supply voltages on both the mpu and batteries were with normal parameters. The patient had their mpu exchanged. On (B)(6) 2022 that the patient's caregiver reported feeling a shock from the patient's system controller. A photo of the system controller was sent in and showed exposed "metal areas". The team encouraged the patient to come in for log file analysis, and discuss a potential system controller exchange and electrostatic discharge (esd) education. At that time the patient was unwilling to come in. Related MFR # for the mpu in use: 2916596-2022-00187.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an electrical shock from the system controller while connected to a mpu was not able to be confirmed. The returned system controller serial number (B)(6) was functionally tested using the laboratory equipment and was found to function as intended. Additional testing was performed with the returned system controller and (B)(6). The only anomaly noted during the investigation was that the patient¿s controller had multiple areas on its housing where the paint was worn off, thus exposing the bare metal housing. Otherwise, the construction and operation of both the controller and mpu were normal. The leakage current was measured while the returned system controller was powered by the returned mpu and operated a test pump. The voltages and currents were measured on various combinations of equipment under different configurations of the ac mains setup and the values were within the required specification. The patient leakage current (i.e., the ac current flowing from ac mains to the patient) was below the limits set by iec/en 60601-1, 3rd edition (i.e., < 10a). A specific root cause for the reported ¿electrical shock¿ sensation while the system controller was powered by the mpu was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 lvas IFU contains the following information for safety testing and classification: the heartmate iii left ventricular assist system has been thoroughly tested and classified by underwriters laboratories, llc (ul) to the fire, casualty, and electric shock hazard requirements of the following safety standards, as applicable. These standards require making the following declarations and stating the type and degree of protection for listed hazards. Declaration concerning general safety standards: type of protection against electrical shock: power module: class I (grounded) when connected to ac mains class ii when connected to backup battery lithium-ion batteries: class ii battery charger class I mobile power unit class ii degree of protection against electric shock: type cf (cardiac floating) heartmate 3 lvas IFU contains the following warnings: keep the system controller power cables dry and away from water or liquid. If the system controller power cables come into contact with water or liquid, the system may fail to operate properly or you may get a serious electric shock. To avoid the risk of electrical shock, plug the power module into a properly tested and grounded (3-prong) ac electrical outlet that is dedicated to power module use. Do not use an outlet that is controlled by a wall switch. Do not use an adapter plug for an ungrounded wall outlet. Do not use portable, multiple outlet (power strip) adapters. Keep the power module and mobile power unit dry and away from water or liquid. If the power module comes into contact with water or liquid, it may fail to operate properly or you may get a serious electric shock. Keep the mobile power unit dry and away from water or liquid. If the mobile power unit comes into contact with water or liquid, it may fail to operate properly or you may get an electric shock. To avoid the risk of electric shock, plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Do not clean or service the mobile power unit while it is plugged into an ac electrical outlet, or electrical shock may occur. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on 10feb2022 that the patient had their system controller was exchanged and would be returning for analysis.